Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), during post operative check patient experienced loss or failure of implant to integrate due to healing abutment got fixed to the implant, when removed come with the implant.